Event description:
The patient presented with a ruptured aneurysm in the right anterior cerebral artery (aca), a1-a2 junction. Six gdc coils, including the device in question were successfully placed into the ruptured aneurysm in 2007. A thrombus was observed on angiogram in the aca a-2 segment. Reopro was administered and a further angiogram taken 15 minutes later "revealed complete lysis of thrombus". Patient assessment by modified rankin scale was 1 pre and post procedure. The physician attributed the event to the procedure and possibly the device contributed to the event. The physician alleges no malfunction of the device.

Manufacturer narrative:
The device remains implanted in the patient and will not be returned for eval.